Event description:
It was reported the subject device had a blackout that occurred on both the main and sub-monitors when the second trocar was inserted into the patient's body. The issue occurred during a therapeutic lapacholle cholecystectomy. The procedure was completed using a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is corrosion on the video connector electrical contact point. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the electrical contacts of the video connector resulted in improper connection which led to image blackout. The most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.